Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and was seen at a physician's office for a syncopal event. The interrogation report showed that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for a supra ventricular tachycardia (svt). It was additionally reported that right ventricular (rv) lead exhibited undersensing. The device and the lead remain in use. No further patient complications have been reported as a result of this event.